Manufacturer narrative:
(B)(4)

Event description:
It was reported the optic of a cq2015a three piece collamer lens tore during the loading process. The lens was inserted and removed without any pt injury.